Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 460 mg/dl. Troubleshooting for the alarm was performed. Customer was assisted with performing a fixed prime and insulin exited the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.